Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("they were not able to see the coil and saw that she had developed endometriosis") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have an hsg test to confirm that the essure device was successfully occluded". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), metrorrhagia ("debilitating cramps with heavy bleeding during her menstrual cycle"), dysmenorrhoea ("debilitating cramps with heavy bleeding during her menstrual cycle"), endometriosis ("they were not able to see the coil and saw that she had developed endometriosis"), anxiety ("emotional anguish") and pain ("physical pain"). The patient was treated with surgery (underwent a complete hysterectomy). Essure was removed. At the time of the report, the device dislocation, metrorrhagia, dysmenorrhoea, endometriosis, anxiety and pain outcome was unknown. The reporter considered anxiety, device dislocation, dysmenorrhoea, endometriosis, metrorrhagia and pain to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device diagnostic results: MRI: they were not able to see the coil and saw that she had developed endometriosis incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("they were not able to see the coil and saw that she had developed endometriosis") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have an hsg test to confirm that the essure device was successfully occluded". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), metrorrhagia ("debilitating cramps with heavy bleeding during her menstrual cycle"), dysmenorrhoea ("debilitating cramps with heavy bleeding during her menstrual cycle"), endometriosis ("they were not able to see the coil and saw that she had developed endometriosis"), anxiety ("emotional anguish") and pain ("physical pain"). The patient was treated with surgery (underwent a complete hysterectomy). Essure was removed. At the time of the report, the device dislocation, metrorrhagia, dysmenorrhoea, endometriosis, anxiety and pain outcome was unknown. The reporter considered anxiety, device dislocation, dysmenorrhoea, endometriosis, metrorrhagia and pain to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of product technical product. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she explained one of the coils broke and she couldn't remove it'), device dislocation ('they were not able to see the coil and saw that she had developed endometriosis') and embedded device ('essure devices can be difficult to remove because the are embedded in the cornua') in an adult female patient who had essure (batch no. 936682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have an hsg test to confirm that the essure device was successfully occluded". The patient's medical history included breast operation, eye operation and breast reduction. Current weight 200 lbs. Previously administered products included for birth control: mirena from 2008 to 2014. Concurrent conditions included overweight, blood pressure high, insomnia, hyperlipidemia, obstructive sleep apnea syndrome, status migrainosus, hot flashes, chronic cervicitis, endocervical squamous metaplasia, adenomyosis, uterine leiomyoma, renal parenchymal hemorrhage, pelvic adhesions, depression, sweating attack, hyperplasia endometrial, perimenopause and incontinence. Concomitant products included hydrochlorothiazide;lisinopril (zestoretic), hydrochlorothiazide;lisinopril dihydrate (prinzide), metoprolol succinate (toprol xl), rizatriptan benzoate (maxalt), sertraline hydrochloride (zoloft) and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("debilitating cramps with heavy bleeding during her menstrual cycle/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), metrorrhagia ("debilitating cramps with heavy bleeding during her menstrual cycle"), endometriosis ("they were not able to see the coil and saw that she had developed endometriosis"), anxiety ("emotional anguish"), pain ("physical pain"), migraine ("migraines / my migraines got worse after the essure device"), headache ("headaches/ I was diagnosed with headaches at first and I developed migraines."), fatigue ("fatigue"), abdominal pain lower ("abdominal cramps"), nausea ("nausea"), cervicitis ("chronic cervicitis ") and uterine cervical metaplasia ("metaplasia on cervix") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with vitamins nos, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and surgery (hysterectomy with bilateral salpingo-oophorectomy, cystoscopy and total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, cystoscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, embedded device, endometriosis, anxiety, pain, vaginal haemorrhage, menorrhagia, migraine, headache, fatigue, weight increased, nausea, cervicitis and uterine cervical metaplasia outcome was unknown and the genital haemorrhage, metrorrhagia, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, cervicitis, device breakage, device dislocation, dysmenorrhoea, embedded device, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pain, uterine cervical metaplasia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device discrepancy noted in date of insertion- (B)(6) 2010, 2014 and (B)(6) 2014. Current weight 200 lbs. Discrepancy noted: date(s) of insertion: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: anxiety, migraines, dysmenorrhea, pelvic pain female, abdominal pain, endometriosis. Most recent follow-up information incorporated above includes: on 3-mar-2020: pif received. Reporter causality comment was added. On 10-jul-2020: this is retention case. All the information has been transferred from deletion case (B)(4). References, reporters information and event :metaplasia on cervix , cervicitis were added. Lot no. Were added. Fu 4 and 5 process together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she explained one of the coils broke and she couldn't remove it'), device dislocation ('they were not able to see the coil and saw that she had developed endometriosis'), embedded device ('essure devices can be difficult to remove because the are embedded in the cornua') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have an hsg test to confirm that the essure device was successfully occluded". The patient's medical history included breast operation, eye operation and breast reduction. Current weight 200 lbs. Previously administered products included for birth control: mirena from 2008 to 2014. Concurrent conditions included overweight, blood pressure high, insomnia, hyperlipidemia, obstructive sleep apnea syndrome, status migrainosus, hot flashes, chronic cervicitis, endocervical squamous metaplasia, adenomyosis, uterine leiomyoma, renal parenchymal hemorrhage, pelvic adhesions, depression, sweating attack, hyperplasia endometrial, perimenopause and incontinence. Concomitant products included hydrochlorothiazide;lisinopril (zestoretic), hydrochlorothiazide;lisinopril dihydrate (prinzide), metoprolol succinate (toprol xl), rizatriptan benzoate (maxalt), sertraline hydrochloride (zoloft) and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("debilitating cramps with heavy bleeding during her menstrual cycle/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("debilitating cramps with heavy bleeding during her menstrual cycle"), endometriosis ("they were not able to see the coil and saw that she had developed endometriosis"), anxiety ("emotional anguish"), pain ("physical pain"), migraine ("migraines / my migraines got worse after the essure device"), headache ("headaches/ I was diagnosed with headaches at first and I developed migraines."), fatigue ("fatigue"), abdominal pain lower ("abdominal cramps") and nausea ("nausea") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with vitamins nos, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and surgery (hysterectomy with bilateral salpingo-oopherectomy, cystoscopy and total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, cystoscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, embedded device, endometriosis, anxiety, pain, vaginal haemorrhage, menorrhagia, migraine, headache, fatigue, weight increased and nausea outcome was unknown and the genital haemorrhage, metrorrhagia, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, device breakage, device dislocation, dysmenorrhoea, embedded device, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device discrepancy noted in date of insertion- (B)(6) 2010, 2014. Current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: anxiety, migraines, dysmenorrhea, pelvic pain female, abdominal pain, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-jun-2019: quality-safety evaluation of product technical complaint incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she explained one of the coils broke and she couldn't remove it'), device dislocation ('they were not able to see the coil and saw that she had developed endometriosis') and embedded device ('essure devices can be difficult to remove because the are embedded in the cornua') in an adult female patient who had essure (batch no. 936682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have an hsg test to confirm that the essure device was successfully occluded". The patient's medical history included breast operation, eye operation and breast reduction. Current weight 200 lbs. Previously administered products included for birth control: mirena from 2008 to 2014. Concurrent conditions included overweight, blood pressure high, insomnia, hyperlipidemia, obstructive sleep apnea syndrome, status migrainosus, hot flashes, chronic cervicitis, endocervical squamous metaplasia, adenomyosis, uterine leiomyoma, renal parenchymal hemorrhage, pelvic adhesions, depression, sweating attack, hyperplasia endometrial, perimenopause and incontinence. Concomitant products included hydrochlorothiazide;lisinopril (zestoretic), hydrochlorothiazide;lisinopril dihydrate (prinzide), metoprolol succinate (toprol xl), rizatriptan benzoate (maxalt), sertraline hydrochloride (zoloft) and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("debilitating cramps with heavy bleeding during her menstrual cycle/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), metrorrhagia ("debilitating cramps with heavy bleeding during her menstrual cycle"), endometriosis ("they were not able to see the coil and saw that she had developed endometriosis"), anxiety ("emotional anguish"), pain ("physical pain"), migraine ("migraines / my migraines got worse after the essure device"), headache ("headaches/ I was diagnosed with headaches at first and I developed migraines."), fatigue ("fatigue"), abdominal pain lower ("abdominal cramps"), nausea ("nausea"), cervicitis ("chronic cervicitis ") and uterine cervical metaplasia ("metaplasia on cervix") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with vitamins nos, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and surgery (hysterectomy with bilateral salpingo-oopherectomy, cystoscopy and total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, cystoscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, embedded device, endometriosis, anxiety, pain, vaginal haemorrhage, menorrhagia, migraine, headache, fatigue, weight increased, nausea, cervicitis and uterine cervical metaplasia outcome was unknown and the genital haemorrhage, metrorrhagia, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, cervicitis, device breakage, device dislocation, dysmenorrhoea, embedded device, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pain, uterine cervical metaplasia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device discrepancy noted in date of insertion- (B)(6) 2010, 2014 and (B)(6) 2014. Current weight 200 lbs. Discrepancy noted: date(s) of insertion: (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: anxiety, migraines, dysmenorrhea, pelvic pain female, abdominal pain, endometriosis. Lot number:936682 manufacturing date:2012/01 expiration date:2015/01 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint) on 24-jul-2020: pif received no new significant information. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she explained one of the coils broke and she couldn't remove it'), device dislocation ('they were not able to see the coil and saw that she had developed endometriosis'), embedded device ('essure devices can be difficult to remove because the are embedded in the cornua') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have an hsg test to confirm that the essure device was successfully occluded". The patient's medical history included breast operation, eye operation and breast reduction. Current weight 200 lbs. Previously administered products included for birth control: mirena from 2008 to 2014. Concurrent conditions included overweight, blood pressure high, insomnia, hyperlipidemia, obstructive sleep apnea syndrome, status migrainosus, hot flashes, chronic cervicitis, endocervical squamous metaplasia, adenomyosis, uterine leiomyoma, renal parenchymal hemorrhage, pelvic adhesions, depression, sweating attack, hyperplasia endometrial, perimenopause and incontinence. Concomitant products included hydrochlorothiazide;lisinopril (zestoretic), hydrochlorothiazide;lisinopril dihydrate (prinzide), metoprolol succinate (toprol xl), rizatriptan benzoate (maxalt), sertraline hydrochloride (zoloft) and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("debilitating cramps with heavy bleeding during her menstrual cycle/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("debilitating cramps with heavy bleeding during her menstrual cycle"), endometriosis ("they were not able to see the coil and saw that she had developed endometriosis"), anxiety ("emotional anguish"), pain ("physical pain"), migraine ("migraines / my migraines got worse after the essure device"), headache ("headaches/ I was diagnosed with headaches at first and I developed migraines."), fatigue ("fatigue"), abdominal pain lower ("abdominal cramps") and nausea ("nausea") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with vitamins nos, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and surgery (hysterectomy with bilateral salpingo-oopherectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, embedded device, endometriosis, anxiety, pain, vaginal haemorrhage, menorrhagia, migraine, headache, fatigue, weight increased and nausea outcome was unknown and the genital haemorrhage, metrorrhagia, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, device breakage, device dislocation, dysmenorrhoea, embedded device, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device discrepancy noted in date of insertion- (B)(6) 2010, 2014. Current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: anxiety, migraines, dysmenorrhea, pelvic pain female, abdominal pain, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-may-2019: pfs + mr received- she explained one of the coils broke and she couldn't remove it, essure devices can be difficult to remove because the are embedded in the cornua, endometriosis, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraine, headaches, nausea, fatigue, weight gain, abdominal cramps were added. New reporters, patient information, medical history, concomitant and treatment drugs were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.